Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had been applied to patient. During safety checks, it had already noted that esophageal temperature was 35.4 and auxiliary temperature was 36.5 which were largely different. They had alerted nurse in charge and checked temperature of water that was initially roughly 20 degrees and within 15 minutes the water temperature had dropped to 11.5 degrees. The patient felt extremely cold to touch and appeared to be shivering. Register stated to stop arctic sun, water immediately returned to machine and unable to get temperature of water to increase. There had been problems with the device overnight on the difference in temperature.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. No faults were found with the arctic sun device. No repairs were required, as a problem could not be found. The device passed all applicable testing and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. The DHR is not required as this is not an out-of-box failure. Based on the results of this investigation, no additional actions are required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had been applied to patient during previous day. During safety checks, it had already noted that esophageal temperature was 35.4 and auxiliary temperature was 36.5 were largely different. They had alerted nurse in charge and checked temperature of water and was initially roughly 20 degrees and within roughly 15 minutes water temperature had dropped to 11.5 degrees. The patient felt extremely cold to touch and appeared to be shivering and register was present and stated to stop arctic sun, water immediately returned to machine and unable to get temperature of water to increase. There had been problems with the device overnight on the difference in temperature.